Manufacturer narrative:
In the event any devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5: reference MFR report: 1627487-2017-03272, 3006705815-2017-00717, 3006705815-2017-00718 & 1627487-2017-03274. It was reported the patient had an explant of her scs system due to infection. All possible devices are being reported as it was undetermined at this time the location of the infection or what devices were explanted.